Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head failed all uplink amplitude tests and it was further noted that its label was delaminated. The head was being sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.